Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right side essure device extending to the endometrial canal') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included perineal pain, excessive menstruation, fibroids, hemorrhagic cyst, acute appendicitis and nabothian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2020: appendix is slightly dilated with mild wall enhancement located medially to cecum suspicious for early acute appendicitis.; on (B)(6) 2020: right side essure device extending to the endometrial canal.. Ultrasound pelvis - on (B)(6) 2020: right side essure device extending to the endometrial canal.. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device expulsion quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right side essure device extending to the endometrial canal') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain, excessive menstruation, fibroids, hemorrhagic cyst, acute appendicitis and nabothian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion, device dislocation, pelvic pain and menorrhagia outcome was unknown. The reporter considered device dislocation, device expulsion, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2020 and (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2020: appendix is slightly dilated with mild wall enhancement located medially to cecum suspicious for early acute appendicitis.; on (B)(6) 2020: right side essure device extending to the endometrial canal.. Ultrasound pelvis - on (B)(6) 2020: right side essure device extending to the endometrial canal.. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: pif received. Events added from pif- pelvic pain, migration, menorrhagia. Reporter information were added. Date of removal were updated. Follow up received date is 07-oct -2020. Amendment was selected as unable to distribute case with follow up received date 07-oct-2020. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right side essure device extending to the endometrial canal') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included perineal pain, excessive menstruation, fibroids, hemorrhagic cyst, acute appendicitis and nabothian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2020: appendix is slightly dilated with mild wall enhancement located medially to cecum suspicious for early acute appendicitis.; on (B)(6) 2020: right side essure device extending to the endometrial canal.. Ultrasound pelvis - on (B)(6) 2020: right side essure device extending to the endometrial canal.. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.